Event description:
The doctor had the sheath inside pt, and the angioplasty balloon was advanced into the flexor sheath over the wire. The balloon only made it part of the way into the sheath when the sheath snapped off the hub entirely. The doctor managed to pull the sheath out. No part of the device remained inside the pt. The pt did not require any add'l procedures due to this occurrence. No adverse effects to the pt were reported due to this occurrence.

Manufacturer narrative:
Catalog # kcfw- 5.0-3.8-55-rb-raabe. The complaint product was requested, but not received. Quality control confirms the flare is caught securely in the proximal fittings and the sheath rotates properly as well as coils continue into the cap. Furthermore, the instructions for use informs the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. The complaint was confirmed based on customer¿s statements of event and complaint trends for this failure mode and product. Introducers from the complaint lot number were assembled after the effective implementation date of 15 sep 2010 that required (B)(4). Regardless, a CAPA was previously issued at management discretion for this failure mode and product family prior to this occurrence. The appropriate internal personnel have been notified of this complaint and we are continuing to monitor complaints for similar events. This device was manufactured after the implementation which was effective 15 sep 2010 and required (B)(4). Furthermore, a CAPA was previously initiated at management discretion based on prior similar complaints.